Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the lead migrated but was not fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the migrated lead was explanted and replaced to address the issue.

Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. As a result, surgical intervention may be undertaken in the future. It is unknown which lead fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119191.